Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation carried out in accordance with manufacturing and material documentation concludes that the screwdrivers in question have been manufactured according to specifications. The exact cause of the damage cannot be ascertained. Evidence of any product malfunction was not found.

Event description:
The tips of the screwdriver shaft t25 broke. This is 2 of 2 reports for complaint (B)(4).